Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the remote control button frayed. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control button. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
The cover near the reinforcing rubber fell before use. No health hazard has occurred to patients, medical staff, etc. Due to the above failure situation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.